Manufacturer narrative:
Zimvie complaint number: (B)(4). .

Event description:
It was reported that the ti-base fractured at the screw. Ti-base placed on (B)(6) 2025 and removed on (B)(6) 2026. Tooth location # (B)(6).